Event description:
It was reported that on (B)(6) 2026, the user went to program a pcu when the pcu screen went blank. The user was able to scan the medication, select the program on the pcu, scan the syringe pump module, install the syringe, and able to select the 1ml syringe when the screen went blank. The user called out of the medication and tried the process again with the same result. After restarting the pcu and trying a different syringe pump module, they got the same outcome but there was an additional "green band" at the bottom with the ">press confirm". The user got a new pcu and was able to scan the medication. There was patient involvement, but no harm. The customer later provided the following additional information: the infusion was caffeine with an intended rate of 2ml/hr and a volume to be infused of 1ml.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.